Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a priming anomaly from the reservoir. The customer's blood glucose reading was 96 mg/dl. The customer stated that he was having problems with the reservoir. The customer stated that he drew insulin and was disconnected. The customer stated that the sure tubing connector was dry and the insulin would not go down the tubing. The customer stated that he shot thru the tubing with the plunger. The customer stated that he put 300 units and he slowly pushed the plunger to hold the qr to see drops. The customer stated that there was still a priming anomaly. The customer will return the broken reservoir for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and no occlusions were noted.